Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the front pulse wire was open. The cause of the non-functional therapy electrodes and incoming test failure is the cracked connector and open wire. The root cause of the cracked connector and open wire is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned a belt indicating that the therapy electrodes were non-functional.